Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high/undefined superior vena cava (svc) coil impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead, date of implant (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.